Event description:
It was reported that the right ventricular (rv) lead was experiencing t-wave over sensing (twos). The lead sensitivity was adjusted down and the two's were no longer observed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.